Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700462 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while ligating the cystic duct in a laparoscopy cholecystectomy case, the ae05ml placed two perfect clips and on the third the device got stuck on the duct. The states that she went through all the safety protocols. She pushed the device towards the duct and went left and right and it still was stuck. She squeezed the device handle all the way and still nothing. The last option was to wish bone the ae05 to break it to get it disconnected from the duct. That still did not work so the surgeon had to ligate above the ae05 with a metal clip and cut the ae05 out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One unit ae05ml autoend05 ml was used in a case study at depaul community hospital. A teleflex sales rep was present when the doctor used the device. An investigation was performed by r & d after failure of the device. The device was returned with the tube locked forward with the vessel stuck in the hook area of the clip. However, the trigger was not returned partially engaged. The outer tube was bent. See file "tc 1900058498 complaint investigation memo" for the investigation results. R & d performed a functional inspection on the returned device. The returned device could not be tested for functionality, but the device was disassembled to inspect the internal components. Upon disassembly, multiple damages to the device were found. The yoke was found to be broken at the pin location where it connects to the bridge. Also, the tube fillers were stripped from the outer tube. As observed during the visual inspection, the outer tube was still engaged over the jaws. The clips in the channel were stacked up and out of position. The distal end of the feeder was severely bent and the second clip in the device was heavily mangled. The device was returned with 12 clips remaining (including the one stuck in the jaws) indicating that the end user fired 3 clips. Other remarks: it was noticed that in both halves of the knob, skiving could be seen at the spring location. The area on the outer tube where it interacts with the tube spring and knob showed drag against the tube spring at the same exact spot where the skiving on the knobs occurred. See file "tc 1900058498 complaint investigation memo" for the investigation results. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. R & d performed a functional inspection of the returned device and concluded the following: "after review of the device and associated complaint description it can be concluded that the device failed due to a tube jam and significant damage to the device was caused during the attempts to unjam the tube." "Evidence in this case including the successful operation of the device for 2 clips at manufacturing and 3 successful clips during the case show that the bent tube and misaligned or pinched spring were not enough alone to cause the tube to jam. With the addition of the entrainment there was enough built up friction to cause the tube to stay forward and keep the jaws locked over the vessel. It should be noted that the surgeon forced the handles apart in an attempt to open the jaws. This method was unsuccessful and a secondary method of simply grasping the outer tube (the metal shaft) and pulling toward the handle would have released the jaws and allowed the ae05 to be removed from the cystic duct." Applying the clip over the vessel around the hook area of the clip appears to have been the main cause of the tube jamming. Therefore, based on the condition of the sample received, operational context appears to have caused or contributed to this complaint issue. See attached file "tc 1900058498 complaint investigation memo" for a more detailed description of the investigation results and conclusion.

Event description:
It was reported that while ligating the cystic duct in a laparoscopy cholecystectomy case, the ae05ml placed two perfect clips and on the third the device got stuck on the duct. The states that she went through all the safety protocols. She pushed the device towards the duct and went left and right and it still was stuck. She squeezed the device handle all the way and still nothing. The last option was to wish bone the ae05 to break it to get it disconnected from the duct. That still did not work so the surgeon had to ligate above the ae05 with a metal clip and cut the ae05 out. The patient's condition was reported as fine.